Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported ¿no light perception following surgery.¿ the surgeon states ¿the pressure was very high.¿ he estimates approximately 90 mmhg. However, the surgeon was not sure. The surgeon stated ¿at the time that the pressure setting chosen, was well in excess of the pressure readings, which might occur during an attack of angle closure glaucoma, and well in excess of the usual central retinal artery systolic pressure.¿ the patient had no light perception following the operation. It is uncertain whether or not the visual loss had occurred during the operation or before it.¿ additional, related information was requested but was not obtained. Without the additional information a root cause cannot be conclusively determined. The system is an ophthalmic surgical instrument designed to provide for cataract lens extraction. The system is intended for use in small incision cataract lens extraction and intraocular lens implant (iol) injection surgical procedures. This system allows the surgeon to emulsify and aspirate the lens in the eye, while replacing aspirated fluid and lens material with balanced salt solution. This process maintains a stable (inflated) eye chamber volume. Using system controls, the surgeon regulates the amount of power applied to the handpiece tip, the rate of aspiration, vacuum, and the flow of balanced salt solution (bss) irrigating solution. The system operator¿s manual contains instructions for proper prime and setup. The system's graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the following warning(s): if stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubing is not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event." No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A company representative reported while at a conference, a doctor spoke about a patient whom experienced no light perception following a procedure. The representative indicated that the target pressure the doctor was using seemed to be high. Also during the presentation the doctor seemed uncertain whether or not the visual loss occurred during the procedure or just not detected before. Additional information has been requested.